Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The deployment difficulty was not able to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents for deployment issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.

Event description:
It was reported that during insertion the filter of the emboshield nav6 embolic protection system (eps), the filter deployed successfully; however, did not fully open in the artery. The filter was re-sheathed and removed from the patient without resistance. The barewire was kept in the vessel and a new emboshield nav6 filter was advanced and opened successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the delivery catheter pod (dc pod) along with the marker was separated from the shaft.